Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed foreign material presumably blood inside the pebax. Additionally under a microscope inspection, a separation was found between the pebax and electrode section. Then, the device was connected to the carto 3 system and it was recognized and visualized correctly, no errors were observed. The force feature was evaluated and the force values and the vector were detected within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review the separation between the pebax and electrode could be related to the force issue reported by the customer. The root cause of the pebax damage might be related to a manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. It was initially reported by the customer that during the operation, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 5-dec-2024, the bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and electrode section. These findings were reviewed and assessed the issue of a ¿separation¿ in the materials as an MDR reportable malfunction since the integrity of the device has been compromised.